Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue. Stent dislodgement. It was reported that the stent delivery system was removed from the dispenser and it was noticed that the stent was missing; however, it was found in the sheath. No additional event or pt information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the inflation lumen, balloon, stent implant, and in the guide wire lumen. There was no contrast visible. The stent implant was returned partially on the balloon for a length of 14 mm. There was 8 mm of stent implant distal to the distal end of the tip. The stent implant was loosely located on the balloon. There were two rows of struts in the middle of the stent implant that were mangled. There were two struts in the second row of distal struts that were flared. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a bend in the hypotube 54 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was returned. A laser micrometer was used to measure the stent implant outer diameters. The proximal and middle measurements were oversized. This did not meet manufacturing criteria. The middle and distal measurements were taken proximal to the damage to the stent implant. The inner diameter of the protective sheath was measured. Product performance engineering reviewed the incident info and analysis of the returned rx vision sds. Potential causes for this tape of event, as observed in past incidents may include improper or inadequate crimping at the time of MFR, positive pressure during preparation, or forced sheath removal. It is unknown if the stent had dislodged, and an attempt was made to put the stent back on the balloon, damaging the stent or if the stent damage was a result of packing / shipping back to abbott vascular. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of MFR and units in this lot were all well within the required specification, this most likely occurred at the time of stent dislodgement / movement as it is expected that the stent would expand during travel over the balloon. In addition, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. The lot history record was reviewed and non-conforming material reports were issued for this part / lot number combination that could have contributed to the stent dislodgement. This MDR is considered closed by the product performance group.